Event description:
It was reported that the home patient (hp) had a leaking cassette in the door of the homechoice (hc) machine during dwell 1, patient was connected. The technical service representative (tsr) assisted with ending the therapy so the hp could disconnect and remove the cassette. The cassette was dripping but the hp was unable to find a hole. The hp was going to finish therapy using manual supplies. There was no patient injury or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information becomes available, a follow up medwatch will be submitted.